Manufacturer narrative:
(B)(4). Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that the device package sterility was compromised. An embozene¿ microspheres package was selected to prep for a procedure. It was noted that the packaging seal was not fully closed. The device was not used for the procedure and the procedure was completed with another embozene¿.